Manufacturer narrative:
The actual sample was received and visually inspected, according to the results found during the visual inspection, the complaint is deemed confirmed. An investigation of the device manufacturing records was conducted by the manufacturer DHR review was performed. No nonconformance reports or other abnormalities were found during the assembly of the lot. The product involved met current specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's previous evenings treatment. The pt's contact stated that upon moving the cassette from the pt's previous night's treatment, fluid leak out of the cassette when removing it from the cycler. The pt contact was advised to contact the pt's pd nurse. During follow up the pt's contact stated the pt's effluent has remained clear. No adverse event reported at this time.